Event description:
It was reported that the asymptomatic, dependent patient presented for follow-up in clinic. During follow-up, non-sustained ventricular oversensing due to noise observed on the right ventricular lead was observed; it was noted that no other electrical anomalies were observed as a result of the lead noise oversensing. On (B)(6) 2017 the lead was replaced. The patient¿s condition post procedure was stable. No further information was reported.

Event description:
New information received notes that on (B)(6) 2017 the right ventricular lead was capped.